Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.41 on a (B)(6) male patient presented with chronic obstructive bronchitis. There was no additional patient information available at the time of this report. Date time ctni results method sample (B)(6) 2013 08:08 0.41 ng/ml I-stat a(B)(6) 2013 10:16 0.05 ng/ml I-stat unkthere were no injuries reported with this event.

Manufacturer narrative:
(B)(4).